Event description:
A hydrothermablation procedure set as used during a hysteroscopy procedure. According to the complainant, 7 minutes into the ablation, the pt woke up and pushed out the procedure set and suffered a burn on her vagina down to her perineum. The physician did not specify burn degree. The physician aborted the procedure. Follow up information was rec'd on 25 aug 09, confirmed that there were no fluid loss alarms. Pt's anatomy was normal and the cervix was not over dilated. There was no internal absorption. Silvadene cream was used as a treatment for the burn. The procedure was not completed due to this event, and there were no further pt complications reported. Although an attempt was made to obtain further follow up regarding degree of burn, there is no further info regarding this event.

Manufacturer narrative:
The lot number is not known, therefore, device mfg and expiration dates are not known. The complainant indicated that the device has been disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any add'l relevant info is rec'd, a supplemental medwatch will be filed.